Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post magnetic resonance imaging (MRI)  the pacing lead exhibited an increase in threshold. The pacing lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.